Event description:
It was reported that pump screen was on, but the display remained black. There was no reported impact to the customer¿s blood glucose level, as caller declined to provide blood glucose value. Customer planned to use multiple daily injections as backup insulin therapy.